Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a veterinary procedure a cat that underwent convenience ovariectomy, had suture dehiscence caused an eventration followed by infectious peritonitis that needed a second surgery with abdominal washing and re-hospitalization to be fixed. Required a second stay at veterinary hospital and caused an extension of surgery time of more than 30 min, followed by the death of the cat.